Event description:
Disease progression, aneurysm outside of aaa grafts, either explant or add'l device placement will take place. Update received (B)(4) 2010. The physician chose to perform an open repair on the patient. The zenith aaa system was left in place and another MFR's sewn in device was placed at the site of the higher aneurysm. The sewn in graft was attached to the zenith system and the procedure was a success.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The date of initial repair is unk. Disease progression resulted in continued aneurysm growth. The physician elected to perform open repair to resolve. The repair was successful. At this time, there is no indication that a design or process induced failure of the device resulted in continued aneurysm growth. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.